Event description:
Related manufacturer reference number:2017865-2022-38795. It was reported that the right atrial and the right ventricular lead both dislodged. Both leads were explanted and replaced. The patient was in stable condition.